Event description:
It was reported that during a shoulder arthroscopic surgery, when using truepass in the shoulder cuff repair surgery, the front-end of the instrument broke. Finally a backup device was used to complete the surgery. No patient injury reported.

Manufacturer narrative:
One truepass suture passer w/self-capture feature was returned for evaluation. Visual examination of the device confirmed the reported breakage. The distal end of the top jaw has broken off. Examination of the broken portion of the jaw shows it is bent. The condition of the top jaw indicates it was subjected to excessive force during use. Excessive force can result in the failure of this device.